Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The suspect computer was returned to the manufacturer for evaluation and was found to be fully functional. Unable to duplicate reported event. However, there have been no subsequent related complaints since a new computer was installed in the navigation system in the field.

Event description:
A medtronic representative reported that a stealthstation s7 system that was slow when building 3d models. There was no patient present when this alleged malfunction was reported.